Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 150 mg/dl at the time of the incident. Customer reports they was able to clear the alarm. Customer reports insulin pump did require rewind. Customer able to complete rewind. Customer reported that they insert a new battery and the insulin pump alarmed reoccurred. Customer states the insulin pump had external ram crc error. Customer reports they was able to clear the alarm. Customer reports insulin pump did require rewind. Customer able to complete rewind. Customer performing a self test and test was passed. The insulin pump will not be returned for analysis.